Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. Visual inspection revealed that the right & middle handle holes were torn. The root cause of the reported condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) on (B)(6) 2011 of a 3l oxygen bag in which the handle holes were ripped during setup. There was no patient involvement or medical intervention necessary. No additional information is available.